Event description:
It was reported that elevated, out-of-range right atrial (ra) pacing impedance measurements (greater than 2,000 and 3,000 ohms) were observed from this implantable cardioverter defibrillator (ICD) system, alternating with in-range values. Additionally, during an in-clinic evaluation, ra noise was observed on the electrocardiogram, but this was not able to be reproduced. Boston scientific technical services (ts) was contacted and discussed that this could be the result of a ra lead defect, fracture, or potential fretting. The noise observed was consistent with minute ventilation (mv) sensor over-sensing, but that overall, this noise and out-of-range ra impedance did not affect system sensing. Ts recommended continued monitoring on latitude and potentially considering disabling the mv sensor to resolve the noise. At this time, this ICD remains implanted and in-service and no adverse patient effects were reported. The ra lead is not a boston scientific product.